Event description:
Customer brought in a meter stating it was giving her false readings and went to the ER because of the meter's results. (B)(6) wants a replacement due to giving the customer a brand new kit. Went to ER to ensure readings were accurate.